Event description:
It was reported to medtronic minimed that the customer experienced audio/vibrate anomaly/absence of alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Confirmed audio option was enabled. Conducted audio test and pump did not pass. No harm requiring medical intervention was reported. The customer will not continue to use the device. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit did not passed self-test due to audio/sound beep volumes (1 & 5) its same beeps/volume. Isolated to electronic assembly. Audio/vibrate/absence of alarm anomalies noted during testing. Unit was successfully downloaded using thump and carelink. Pump error 63 was not present in the history download on event date of 02-jan-2025. No alert/alarms noted during testing. No alarms/alerts are present in the history/trace file on event date. Pump was cut open to perform visual inspection and found no moisture damage on the [pcba 1, pcba 2, force sensor and motor home switch]. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no cosmetic damage found. Audio/vibrate anomaly/absence of alarm was confirmed. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.